Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the completion of an epicardial ablation procedure, pieces of tissue were found on the tip of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files containing image files were returned and analyzed. Multiple image files were returned from the field. The image files showed a small piece of foreign material on the lattice cage of the catheter. In conclusion, the reported "material trapped in tip" issue was observed through data analysis. The physical product, sphere 9 catheter with lot 0229762304, has been returned and the analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot number 0229762304 was returned and analyzed. During external visual inspection, the catheter was found to be intact and a small amount of foreign material was seen attached to the tip of the lattice of the catheter. The shorts and mapping test were performed on the catheter with passing results. A multimeter and breakout fixture were used to check for shorts to the metal braid, but none were found. The occlusion test was performed on the catheter using a leak tester and was found to have passing results. In conclusion, the reported "material in catheter tip" was confirmed during visual inspection testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.